Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure was to treat a de novo narrow lesion with heavy calcification and 90% stenosis in the mid left anterior descending (lad) coronary artery. The 3.0 x 38 mm xience prime stent was deployed at 16 atmospheres; however, a distal dissection was noted. A 3.0 x 12 mm xience pro stent was used to cover the dissection to complete the procedure. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.